Event description:
An ethicon echelon 60 stapler failed to fire when being used in a lung resection case. This necessitated the opening of another device to complete the surgical procedure.health professional's impression: while removing a lung specimen the echelon 60 stapler misfired and as a result the incision line/suture line was not completed properly by the device. Another alternate device, an ez45 stapler had to be used to finish excising the specimen. This was successful and the operation completed without further incident.